Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) lead pace impedance measurements, measuring greater than 2000 ohms. This rv lead is a non-boston scientific product. Technical services (ts) was consulted and offered programming and troubleshooting options. The ICD system remains in service at this time. No adverse patient effects were reported.